Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult to remove. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted restricted posterior leaflet. The first clip was successfully deployed, reducing mr to 2. Then a second clip delivery system (cds) was advanced to the mitral valve, but grasping was difficult and the clip became briefly stuck on the anterior leaflet. Standard troubleshooting was performed and the clip was freed. The clip was then inverted and retracted into the left atrium. Mr had increased to 3. The procedure continued, and the clip was able to grasp both leaflets on the second grasping attempt. The clip was deployed. Two clips were implanted, reducing mr to 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty grasping the leaflets appears to be related to patient morphology/pathology. The difficulty removing from the anatomy (clip stuck on anterior leaflet) appears to be due to the difficulty grasping. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.